Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine followup. Upon interrogation, high lead impedance and loss of capture at max outputs was noted. The patient stated that she had fallen on (B)(6) 2014 which is when the high impedance commenced. A lead fracture was suspected and the lead was turned off. The lead was explanted and replaced on (B)(6) 2014.